Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tines would not retract. A 3.0/15/15leveen coaccess probe had been advanced to the kidney. The tines were able to be extended; however, the physician was unable to retract the tines to pull the probe out. The physician had to force the whole device into the guide needle. No patient complications were reported.